Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard disk was replaced as a preventative measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 could not save images onto the hard drive. There was no adverse patient involvement reported.